Event description:
A peritoneal dialysis (pd) patient reported during last night's treatment that his cycler had several alarms. He believed that he may have been leaning on the tubing set and completed treatment. The patient was advised to discontinue using the cycler and he stated he would switch to manual treatment. During follow up, the patient reported that his effluent remaindered clear and he did not have signs of infection. He had no informed his p-d nurse but was advised to do so. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation